Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging cable was not charging the pump battery. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. Customer¿s blood glucose value was 336 mg/dl.